Event description:
In attempting to defibrillate a pt (age and gender unk), the device "blinked out and lost power." The staff obtained another defibrillator and continued the procedure. There was no adverse effect to the pt.